Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set leakage event on (B)(6) 2026, as the quick release was not connected tightly. The leakage was at the quick release. The infusion set was in use for 1 day. No further information available.